Manufacturer narrative:
The following devices were also listed in this report: cat#: device name; lot#: unk_shc; unknown stryker biolox head; unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown implant stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes and return of the device are needed to fully investigate the event. No further investigation for this event is possible at this time. If device and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: it was reported that the patient's left hip was revised due to infection. All implants (stryker femoral side, competitor acetabular side) were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.